Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "maintenance required code #27 alarm (drive transducer offset failure), followed by a "system failure" alarm one hour later. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that the autofill failure code #90, system failure error code #45 (atm transducer calibration failure) and low vacuum alarms. The company rep replaced the manifold drive assembly (B)(4) and the solenoid drive pcb (B)(4) as advised by the subject matter expert. The unit functioned normally and was returned to the customer. (B)(4).